Event description:
It was reported that the customer was hospitalized due to fluctuating high blood glucose. It was stated that the alarm history showed a low reservoir, weak battery, and no delivery alarms during december; and weak battery and low reservoir in november. It was mentioned that the infusion set was changed several times without results. No further information wasp provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.